Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Crm-sal-2023-001 implanted on (B)(6) 2022. On (B)(6) 2023, the battery impedance was below 500ohms, no inflection point observed.